Manufacturer narrative:
It was reported by the facility that a 27 gauge needle broke off at the hub in the patient's trapezius requiring 2 general surgeries to retrieve the foreign body. According to the facility the event occurred during a trigger point injection. Per the facility the foreign body was removed successfully but required an overnight stay on the medical/surgical unit. Per the facility the patient is reported to be healing well. The sample is not available to be to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the facility that a 27 gauge needle broke off at the hub in the patient's trapezius requiring 2 general surgeries to retrieve the foreign body.